Event description:
It was reported during remote follow up that the implantable cardioverter defibrillator exhibited far r oversensing that resulted in inappropriate mode switch episodes. Programming changes were recommended but not yet completed. Patient condition was unknown.